Event description:
It was reported that a progav 2.0 valve w. Control reservoir (#fx431t) (assumed) was implanted. According to the complainant, the valve had adjustment difficulties. The patient underwent a revision procedure. No patient complications were reported as a result of the revision procedure. The complained product was not yet sent to the manufacturer for investigation.

Manufacturer narrative:
Conclusion information: an investigation was not possible; the product was scrapped and is not available. Furthermore, the product data; such as the lot or serial number, for the affected product is not available regarding similar complaints where miethke could examine products, it could determine that the most frequent cause for a deterioration in the function of the product is deposits caused by natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve if aggregated in the valve. A final clarification of the cause that led to the adjustability problem is only possible by an examination. Unfortunately, due to the missing sample, we are unable to provide a meaningful analysis.